Manufacturer narrative:
The subject device is not available to manufacturer.

Event description:
It was reported that while tracking through the patient's anatomy, the guide catheter(subject device) had fractured inside the patient. The physician removed the broken device and as a result, was unable to complete the procedure and remove the clot. No further information is available.

Manufacturer narrative:
The sections listed below were corrected and updated based on further review of the complaint and additional information received. (The malfunction/break reported initially should be not reportable. Because, it was confirmed that the hub was fractured from the catheter and hub remains outside the patient at all times during the procedure. It is highly unlikely that the hub fracture may contribute to and/or cause any patient injury. Therefore, the reported malfunction/break has been deemed non-reportable) adverse event/product problem: updated. Executive summary: updated . Device code: removed the code ¿break¿ . A review of the device history record could not be performed because the lot number was not provided. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information provided by the customer indicated that no anomalies were noted to the device prior to use and the device was prepared as per the dfu (direction for use). Additionally, some tortuosity was noted in the anatomy, but not an exceptional amount. The reported surgical delay is a known risk associated with endovascular procedures and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complications has been assigned to the reported adverse event.

Event description:
It was reported that while tracking through the patient's anatomy, the guide catheter(subject device) got kinked when going through the aortic arch and then later fractured at the hub outside the patient. The physician removed the device. Due to the surgical delay, the procedure was not completed and the clot was unable to be removed. As ischemic stroke is an urgent procedure that can only be treated during a short window, the patient was not rescheduled for another procedure.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information provided by the customer indicated that no anomalies were noted to the device prior to use and the device was prepared as per the dfu (direction for use). Additionally, some tortuosity was noted in the anatomy, but not an exceptional amount. Based on the information currently available the exact cause for the reported break cannot be determined. The reported surgical delay is a known risk associated with endovascular procedures and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complications has been assigned to the reported adverse event. Based on further review, even though the hub was fractured from the catheter and hub remains outside the patient at all times during the procedure, the break may contribute to and/or cause patient injury; therefore, the malfunction of the break is reportable.

Event description:
It was reported that while tracking through the patient's anatomy, the guide catheter(subject device) got kinked when going through the aortic arch and then later fractured at the hub outside the patient. The physician removed the device. Due to the surgical delay, the procedure was not completed and the clot was unable to be removed. As ischemic stroke is an urgent procedure that can only be treated during a short window, the patient was not rescheduled for another procedure.